Event description:
The customer reported that the system stopped aspirating during surgery. The patient was already under anesthesia when the procedure was postponed. The case was completed three days later. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report was mailed to FDA on: 07/29/2008.